Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of a generated error and additionally noted that the display was out of specification with its wires pinched and exposed. One case screw was contaminated. There was an additional error noted in the log data. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator had an error code upon opening, right out of the box. The generator was returned for service. There was no patient involvement.